Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was experiencing blood glucose levels of 20 + mmol/l for a couple weeks. The reporter indicated that the patient¿s blood glucose levels were occurring 24 to 48 hours after the site, set, and cartridge were changed. The reporter confirmed that the site was changed after the onset of the elevated blood glucose levels. The reporter stated that there was no noted leaking, soreness, infection, or blood at the site. The reporter indicated that the patient was only using sites on the buttocks per the health care provider¿s instructions. The reporter was unable to complete troubleshooting at the time of the phone call. Animas attempted to follow up with the reporter but was unsuccessful at this time. The reported blood glucose levels do not meet animas criteria for an adverse event. This report is made based on the indication of the possibility of an unspecified pump malfunction related to the patient's elevated blood glucose levels.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2016-product analysis: the device was returned and evaluated by product analysis on 10/31/2016 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the black box revealed no related issues; data relevant to the complaint date was overwritten due to continued use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).